Event description:
Information received indicates the caster stems are turning a little when in brake.

Manufacturer narrative:
The technician found the tires on the free casters were also cracking and replaced all of the casters to repair the bed.